Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient, born on (B)(6) 1947, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis. The physician attempted a coronary sinus (cs) cannulation at the end of the procedure and a pericardial effusion was noticed. It was reported there was a drop in blood pressure on the patient. The patient had been on "neo"(phenylephrine) for the procedure in order to help stabilize the blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The pericardial effusion was about 0.5 cm in size and the medical intervention provided was a pericardiocentesis and 40 cc of fluid was removed. The patient was reported to be in stable condition. The physician¿s opinion regarding the cause of this adverse event is that this is biosense webster inc. (Bwi) product related but not a malfunction. The physician was trying to cannulate the cs with the ablation at the end of the case and was unsuccessful and stated that he thought that was the culprit. At the time of reporting, the patient was still in the hospital due to effusion. The patient was scheduled to get an additional tap with drain as there was no drain placed at the time of the event. A transseptal puncture performed at the beginning of the case. Ablation was done prior to noting the CT and there was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting was at 2ml with no ablation being conducted at that time. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages observed on the bwi equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. The visitag module was used, parameters for stability were used: range = 2mm, time = 3 seconds, fot = 25%, minimum 3g, 2mm tags, no additional filter was used with the visitag and the color option used was tag index.